Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and indicated the customer had replaced the ise tubing to resolve the issue. The fse verified the analyzer resumed normal operation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium patient results and quality control on their au680 clinical chemistry analyzer. The customer estimated 50 patient samples with low results and not reported the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.